Event description:
Procedure type: anterior resection of rectum. According to the reporter: the surgeon inserted the device through the trocar and injected 22 cc of air, then the balloon burst. It was confirmed the balloon didn't contact with any other devices. Another device was used without incident. No pt harm.

Manufacturer narrative:
(B)(4).